Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, as per report, the ventricle perforation was attributed to the extra stiff wire puncturing the left ventricle apex during the procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After a successful 23mm sapien valve implant, post operatively, a small hole in the anterior portion of the lv apex was noted. The perforation was repaired and the patient was discharged for post management care in stable condition. As reported after the procedure, the patient developed slight hypotension, which was present pre-procedure and after the procedure. There was no paravalvular leak (pvl) or central aortic insufficiency (cai) was noted on tee. No pericardial effusion was observed pre- or post-procedure. Shortly after the patient was transferred for post management care, the patient developed further hypotension, and treated medication was administered. The physician was contacted, to evaluate the patient. It was felt that the patient was suffering from cardiac tamponade, and a pericardiocentesis was performed, with approximately 35ml's removed. The patient's blood pressure recovered, and the patient was stable at that time. Approximately an hour later, the patient again developed hypotension, and a second pericardiocentesis was performed, with approximately 70 ml's removed. A sternotomy was performed and a small hole was noted in the anterior portion of the lv apex. A slow "oozing" was discovered. The hole was repaired and the patient was discharged from the cvor in stable condition. Per report, the physician felt that the mechanism for the hole was caused by the amplatz extra stiff wire. In addition, it is unclear when during the procedure the perforation occurred. Of last communication, the patient remained intubated, and unresponsive.